Event description:
The pt reported he had a blood glucose reading of "hi" two times. He said when he tried to give himself a bolus of insulin, he noticed his hand was wet and discovered the luer lock of his insulin infusion set was "cracked" where it meets the tubing and leaking. He stated he does not remember the dates this occurred. He said his symptoms were extreme thirst and frequent urination and he treated the elevated blood glucose by changing his infusion set and bolusing through his infusion device. He stated it took 12 to 24 hours for his blood glucose levels to return to normal. The pt stated he was not aware of the recall. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced. No product is available for return.

Manufacturer narrative:
No product will be returned for evaluation.